Manufacturer narrative:
(B)(4). Batch # t5ca43. Device analysis: the analysis results found that the cdh25p device arrived and with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. Further analysis shows that condition of anvil springs are bent out of position causing tissue to get stuck. The anvil was able to be successfully attached to the device by removing the tissue from the spring and clocking it so that it would slide down into the casing. The device was subsequently re-loaded with staples and a washer and fired. The staple line was complete, and the staples meet the staple form release criteria. While no conclusion could be reached as what may have caused the damage to the anvil, it should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a roux-en-y gastric bypass the doctor had issues with the locking spring on the anvil of the powered circular stapler, where the locking spring component piece bent and got hooked on tissue. The doctor had difficulty removing from the device from the patient, as the device was hooked on tissue. The doctor managed to remove the device and an ecs25a was used to complete the procedure. The procedure was prolonged by twenty minutes. There were no patient consequences reported.